Event description:
Boston scientific received information that while performing a manual threshold test, while using the evoked response (ER) channel, the patient implanted with this device system experienced syncopy, however, the ER channel still showed capture. The pacer dependent patient experienced six seconds of asystole. An invasive revision procedure was performed. The device was explanted due to increased threshold measurements. Also during the procedure, the non-bsc right ventricular (rv) lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.